Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported persistent suction issues involving an impella cp pump during patient support. It was stated that the user was unable to raise support levels above p1 without triggering a suction alarm. Due to the ongoing issue and the need for continued support, the decision was made to explant the pump and escalate the patient to impella 5.5 support. There was no patient harm.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Per the clinical information provided, the root cause of the low pump flow issue was not determined since product was not returned and data logs were not returned. The failure mode will be monitored and trended.